Event description:
It was reported that (1) er420 was used during an unknown procedure. It was reported by the rep that during procedure, the clips from the er420 clip applier continually dislodged from the device and fell into abdomen. This occurred whether or not the surgeon was firing the instrument. It is unknown how the case was completed. There was extended operating room time by 15 minutes.